Event description:
A hospital in (B)(6) reported via fisher and paykel healthcare's regional office in (B)(4) that a quantity of 7 rt235 infant dual-heated evaqua breathing circuits out of a batch of 20 appeared to leak. The alleged leaks were detected prior to patient connection. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot dates and corresponding device manufacture dates of the complaint devices: 090505 - 05/05/2009 (2 devices); 090909 - 09/09/2009; 090827 - 08/27/2009; 090820 - 08/20/2009; 090817 - 08/17/2009. The complaint rt235 are currently en route to fisher and paykel healthcare in (B)(4) for testing. We will submit our findings in a follow-up report following receipt of the said devices and completion of our investigation.